Manufacturer narrative:
Concomitant products : 6947 lead implanted (B)(6) 2010, 5076 lead implanted (B)(6) 2010 .

Event description:
It was reported that about eight days after a routine device replacement procedure, the right ventricular lead had unstable impedance and threshold. During the lead revision, the values were stable and it was determined the device set screw was loose. The lead was reseated in the device header and the set screw tighened, which resolved the issues. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.